Event description:
Customer's mother stated that the insulin pump alarms. The display screen shows an empty reservoir, but the reservoir has insulin. The insulin pump is prompting a rewind. The insulin pump was frozen, the buttons were not responding, the insulin pump alarmed no delivery. This problem happened about two weeks ago. The current blood glucose reading is 253 mg/dl. Customer treated with manual injection. Caller stated that son was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 560 mg/dl. Customer unable to control the blood glucose levels. Customer has ketones. Customer was released a few hours later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No frozen display, unexpected empty reservoir or excessived no delivery alarms noted. All buttons functions properly with no damage to the keypad traces or unexpected suspend observed during testing.